Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02252. Note: the patient received two leads (peripheral placement) from the same lot number. It was reported the lead anchor eroded out of the skin behind the patient's ear. The patient's system was explanted.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02252.it was reported the patient has completed the antibiotics. The physician removed the stitches and the area has healed properly.